Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: client reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Client indicated that false positives were from all the drawers on different lines. Bd remote assistance did not find high number of false positives per day. They though that room was less ventilated during those days. It was good if they put the low ambient temperature in the room. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is the ambient temperature was too high. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.